Event description:
A malfunction was reported with the pump, identified by a malfunction code displayed as malf 1. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any further issues arose.